Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle broke. The customer¿s current blood glucose level was 6.4mmol/l at time of incident. The customer mother stated that the sensor needle was broken. The customer was advised to visit physician for x-ray to locate the sensor in body. The sensor will not be returned for analysis.